Manufacturer narrative:
(B)(4). Malfunction alleged. End user stated that the brakes gave out as she was going to sit back down. End user fell, broke her glasses and received a black eye. No mention if medical intervention was sought.

Event description:
End user stated that the brakes gave out as she was going to sit back down.